Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported emergency services (ems) was called and the patient required medical assistance due to the patient experiencing hypoglycemia. Ems did a finger stick and stated the dexcom reading was incorrect. The dexcom was showing over 100 mg/dl and the finger stick showed a reading of 20 mg/dl. The patient stated they were tired and did not want to provide any further information regarding the incident. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. Dexcom has been notified of the event.